Manufacturer narrative:
(B)(4). Additional information was requested however no response has been received to date: do you have any photos of the reaction? Procedure name? Initial procedure date? What date did the reaction occur post op? How was the reaction treated after product removed, benedryl and steroids administered? Was there any reclosure of the wound? If so, please clarify please indicate any medical or surgical interventions performed please describe how was the adhesive was applied on the tape what prep was used prior to, during or after prineo use? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Do you have the product lot number involved? What is the physicians opinion of the contributing factors to the reaction? What is the most current patient status? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi ; gender patient pre-existing medical conditions (ie. Allergies, history of reactions) was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown orthopedic procedure on an unknown date and topical skin adhesive was used. The it was covered with a dressing. Three days, post op, the patient returned and, when the dressing was removed, there was blistering across the entire site and contact dermatitis. The doctor removed the adhesive and the patient was prescribed benadryl, with a follow-up of steroids, if the benadryl didn't resolve the issue. Additional information was requested.